Manufacturer narrative:
H3. Analysis of the extension (s/n (B)(6) found the conductor on the proximal end of the extension was broken. Analysis of the ins (s/n npi720730h) found no significant anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep clarified impedances were high (> 5,000 ohms). The cause of high impedance was not determined, although patient mentioned they had fallen and put out their hand to break fall. The impedance issue resolved after replacement.

Event description:
It was reported that patient was scheduled for a routine eri (elective replacement interval) battery change on (B)(6) 2024. Scheduler informed mdt rep that patient has impedance issues so both extensions will also be replaced. Doctor has tried programming around impedances in the past with no changes. Therefore, patient requested that the extensions be replaced along with the battery to see if this resolved the issue. It is unknown at this time if the impedance issue resolved. No symptoms were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: sensight; product ID: b3400060 (serial: (B)(6)); product type: 0191-extension; implant date: (B)(6) 2022; explant date: (B)(6) 2024. Brand name: sensight; product ID: b3400060m (serial: (B)(6)); product type: 0191-extension; implant date: (B)(6) 2022; explant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.